Manufacturer narrative:
Reliability analysis inspected 1 used sensor and performed visual inspection and found sensor with cannula broken, broken part found still in cannula tubing. The sensor was unable to confirm in said condition due to customer returned opened sensor.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 144 mg/dl. The customer stated that everything went smooth until he released the button and the sensor was stuck in the inserter. The customer stated that the sensor was released against the counter top on the third button press. The customer was advised that the second button press releases the sensor. The customer was advised that the button press should be held while lifting serter straight away from skin until the serter hub is clear. The customer was advised to not push down on the serter or push it into the body. The customer was advised to press and hold the serter button while shaking to release the needle hub assembly. The customer will be sent a replacement sensor.